Manufacturer narrative:
Approximate age of device- 4 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. The manufacturer has not completed their investigation on this incident. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a heart transplant after being moved up to 1a for chronic reoccurring driveline infection. There were no reported issues with the lvad. No additional information provided.

Manufacturer narrative:
A direct cause for the reported driveline infection could not be conclusively determined. The evaluation of heartmate ii left ventricular assist system, did not reveal any functional issues. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 4 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.